Event description:
It was reported by the aci vascular closure specialist that a male pt underwent a diagnostic peripheral procedure on (B)(6) 2014. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that as soon as the physician began to pull the device back, the balloon lost pressure (before the first stop). The device was removed and since access was maintained a second mynxgrip vascular closure device 5f was used. As soon as the physician began to pull the second device back, the balloon also lost pressure (before the first stop). The second device was removed and the pt was converted to 15 minutes of manual compression at which time hemostasis was achieved.

Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same pt. The devices were investigated and balloon losses or pressure were confirmed. However, it should be noted that the probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approx 6 mm from balloon proximal tip. The review of the lhr (lot f1330403) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00401 for the second device.